Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of staphylococcus epidermis. Which is bacterium normally found on human skin. Therefore, based on the reported information, the peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of confusion. As a result, on (B)(6) 2022, the patient was admitted to the hospital, and it was discovered the patient had peritonitis. The patient had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria staphylococcus epidermis. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2022, the patient was discharged from the hospital continuing outpatient hemodialysis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. It was reported the multiple family members were assisting the patient perform pd treatments despite proper knowledge. The nurse attributed the peritonitis to an infected pd catheter (not a fresenius product) which was caused by a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction provided in h6. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of confusion. As a result, on (B)(6) 2022, the patient was admitted to the hospital, and it was discovered the patient had peritonitis. The patient had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria staphylococcus epidermis. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2022, the patient was discharged from the hospital continuing outpatient hemodialysis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. It was reported the multiple family members were assisting the patient perform pd treatments despite proper knowledge. The nurse attributed the peritonitis to an infected pd catheter (not a fresenius product) which was caused by a breach in aseptic technique during the pd exchange.